Event description:
Device 1 of 5. Reference MFR reports: 1627487-2013-02534, 1627487-2013-02535, 1627487-2013-02536 and 1627487-2013-02537. The patient has two scs systems (cervical and lumbar). It was reported the patient had experienced extreme heating at this cervical ipg site while charging with his first charger. He also reported the charger adapter melted and the charger stopped working sometime in 2008. He then started using his second charging system to charge both of this systems. A replacement charging system was sent to the patient which resolved the cervical ipg pocket heating issue. The patient also complained of ineffective stimulation coverage with his cervical system. The patient reported he fell approx 4-5 months ago and subsequently his stimulation changed. Diagnostic tests showed invalid impedances on multiple lead contacts and reprogramming was unable to resolve the issue. Follow-up indicated physician plans to perform surgical intervention to address the issue. The patient has two leads from separate lots as part of his cervical system. All possible lots are being reported (device 3, device 4 and device 5). On (B)(4) 2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.